Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient underwent the third bronchial thermoplasty treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2017, the day following the procedure, the patient developed a severe atelectasis. The patient was treated with steroids and spirometry was performed for the patient every day except for (B)(6). On the morning of (B)(6) 2017, after checking the cystic image finding through x-ray, spirometry was performed as usual to measure the patient¿s fev1 values. It was noted that the patient had developed a severe pneumothorax in the upper right lobe of the lungs. A thoracic drain was inserted and the patient¿s condition became stable. In the physician¿s opinion, during the healing process of the atelectasis, the bronchial wall may have become fragile due to the steroids. Since the patient is an athlete, his air intake was faster than usual. During intake, it is possible that a load of air was applied to a fragile part of the airway causing pneumothorax.